Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the patient experienced palpitations, chest discomfort, and a decrease in blood pressure. Computerized tomography (CT) scan revealed the existing capped lead perforated the ventricle which caused cardiac tamponade and pericardial effusion. Pericardial drainage was performed and the patient was placed under observation. The physician indicated that the leadless ipg and delivery system did not cause the perforation but that they touched the existing lead and it resulted in the perforation. The leadless ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.